Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during retraction and the plug deployment button could not be pressed, so hemostasis could not be achieved. Manual compression was ultimately performed for hemostasis. The device was used after a patient underwent aneurysm stent-assisted coil embolization. The device was used with a non-cordis sheath. An aqua- track guidewire was used during the coil embolization. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during retraction and the plug deployment button could not be pressed, so hemostasis could not be achieved. Manual compression was ultimately performed for hemostasis. The device was used after a patient underwent aneurysm stent-assisted coil embolization. The device was used with a non-cordis sheath. An aqua- track guidewire was used during the coil embolization. The procedure used a retrograde approach. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. Regarding the puncture femoral site: the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer; the vessel diameter was verified to be greater than or equal to 5mm; the puncture site had mild visible calcium/plaque; there was no access vessel tortuosity; there was no stent near the puncture site; the vessel did not have stenosis greater than 50% at or near the puncture site; the target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure; and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18365300 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The reported calcification of the vessel may have been a contributing factor. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during retraction and the plug deployment button could not be pressed, so hemostasis could not be achieved. Manual compression was ultimately performed for hemostasis. The device was used after a patient underwent aneurysm stent-assisted coil embolization. The device was used with a non-cordis sheath. An aqua- track guidewire was used during the coil embolization. The procedure used a retrograde approach. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. Regarding the puncture femoral site: the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer; the vessel diameter was verified to be greater than or equal to 5mm; the puncture site had mild visible calcium/plaque; there was no access vessel tortuosity; there was no stent near the puncture site; the vessel did not have stenosis greater than 50% at or near the puncture site; the target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure; and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during retraction and the plug deployment button could not be pressed, so hemostasis could not be achieved. Manual compression was ultimately performed for hemostasis. The device was used after a patient underwent aneurysm stent-assisted coil embolization. The device was used with a non-cordis sheath. An aquatrack guidewire was used during the coil embolization. The procedure used a retrograde approach. The device was stored and prepped according to the instructions for use (IFU). The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. Regarding the puncture femoral site: the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer; the vessel diameter was verified to be greater than or equal to 5mm; the puncture site had mild visible calcium/plaque; there was no access vessel tortuosity; there was no stent near the puncture site; the vessel did not have stenosis greater than 50% at or near the puncture site; the target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure; and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was partially depressed, the guard was locked, the plug was partially deployed, and the indicator wire was retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the device. The indicator window was observed partially shifted into the black/white/red position. No additional anomalies were noted during the visual inspection. A functional deployment simulation could not be performed as designed, since the unit was received with the deployment lever partially actuated. However, when the lever was fully depressed, the plug deployed as expected, and the indicator window transitioned completely to the black/white/red position, confirming proper operation. A high-magnification microscopic evaluation was performed to assess the internal mechanism. No abnormal conditions were observed during this analysis. A product history record (phr) review of lot 18365300 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it was received already partially deployed with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the device was received already partially deployed with the indicator window in transition to the deployed position, making testing of the indicator window not possible during analysis. However, as there were no anomalies noted to the internal mechanism, it is possible that procedural/handling factors contributed to the issue experienced during the procedure. Additionally, the observed condition of the partially depressed button and partially deployed plug was most likely due to handling, as the device successfully deployed the plug and changed the indicator window to the deployed position when the button was fully depressed during functional analysis. Since this condition was not reported as an issue, it cannot be determined whether the user intentionally did not fully depress the button or if resistance was encountered during deployment after the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ also, the IFU states, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.